Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with hypoglycemia. Blood glucose (bg) values dropped to 29 mg/dl while wearing the pod between 4 and 24 hours in the arm. For treatment, the patient was given intravenous (IV) dextrose. We have followed up with the patient and 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.